Event description:
Reportedly, samples of sizer kits were cracked and returned for eval.

Manufacturer narrative:
Evaluation summary=cracks in the polyphenylsulphone material are evident and measure to approximately 8mm, 12mm, and 2cm. There are no broken pieces detected.